Event description:
A 7-0 prolene ref# 8703 (lot # 103z5b) suture was being used in a CABG (coronary artery bypass grafting) procedure and unexpectedly broke while sewing a vessel on the heart. The broken suture was set on the side for evaluation by vendor.